Event description:
Update avoe 11-sep-2023: it was confirmed that they decided to leave the broken off part of the device in the patient as it was secured by the implant which still worked. There was no way the broken piece would come back out.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. Per dfu-0404-sub-eo revision 0 warning: to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Visually inspect the inserter for potential breakage after each implantation.

Event description:
It was reported that during a stabilisation by labral repair surgery the tip of the metal introducer of the fibertak broke off in the patient. The surgeon was not able to retrieve the broken piece out of the patient and the broken off piece remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.